Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery/case/lid of the handpiece device had unexpected disengagement. It was further determined that the device failed pretest for check fitting of the lid. It was noted in the service order that the device was not functioning properly while closing with the trs lid. Switch movement is not proper. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the switch movement was not proper was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the battery/case/lid of the handpiece device had unexpected disengagement . The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).